Manufacturer narrative:
The olympus sales representative informed the customer a new lamp should be ordered to correct the issue. Based on the results of the investigation, it is likely the ignition could not be performed normally due to degradation of the xenon lamp, power supply unit, and igniter which resulted in an e103 error message. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The olympus sales representative reported the device was displaying an e103 error message. No patient involvement or injury was reported. No additional information has been obtained.